Manufacturer narrative:
Additional information:

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the superior lip. Seventy two hours after the injection, the patient developed late edema in the lips. Patient was treated with corticosteroids and symptoms resolved within the same month.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the superior lip. Seventy two hours after the injection, the patient developed late edema in the lips. Patient was treated with corticosteroids and symptoms resolved within the same month.

Manufacturer narrative:
Additional information: lab analysis of the device found an empty syringe of 1.0 ml received with a cap, no needle. No defect observed to syringe. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the superior lip. Seventy two hours after the injection, the patient developed late edema in the lips. Patient was treated with corticosteroids and symptoms resolved within the same month.